Event description:
Initial reporter indicated that his handheld computer with 7.1 programming software was doing something that "he had not seen before, it kept going through the interrogation process over and over again." The "only way to stop it was to take the battery off and restart it." Cyberonics is making good faith attempts for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.